Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The mid-shaft showed signs of a separation issue approximately 17cm from the markerband. The mid-shaft also showed signs of damage just proximal of the tip. The shaft also showed some of damage in the form of twisting approximately 11cm from the markerband. The tip area (inner liner) of the device also showed some kinking damage 1.5cm from the tip. This damage shows evidence of interaction problems with the introducer sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that the stent would not release and the device was twisted. An 8x80x75 epic was placed in the perihilar bile duct. The stent was attempted to be deployed however he stent did not release. The stent was replaced with another of same device and the procedure was completed. The epic stent was observed outside the patient and revealed to be twisted on appearance. No patient complications were reported. However, device analysis revealed shaft detachment.